Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose, diabetes ketoacidosis and low heart beat on (B)(6) 2020 with blood glucose of 20 mmol/l at the time of the incident. The customer's current blood glucose was 8 mmol?/ l. The customer was treated with the injections and pacemaker installation. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was stated that the auto mode was active at the time of incident. The insulin pump will not be returned for analysis.